Event description:
Bilateral MRI indicated rupture, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Submitting request to void because this is a duplicate of report 1651189-2022-02087.